Event description:
It was reported that during a da vinci-assisted surgical procedure, the black cable at the distal end of the fenestrated bipolar forceps instrument was damaged. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However; no further details have been received as of the date of this report.

Manufacturer narrative:
An RMA has been issued to the customer requesting to have the instrument returned. However; isi has not yet received the fenestrated bipolar forceps for evaluation. Therefore; the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the device logs for the fenestrated bipolar forceps (part# 471205-17 / lot/serial# (B)(4). Associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used (B)(6) 2022. Via system serial# (B)(4). There were 2 uses remaining after this last usage. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No photo or video was provided by the site for review. This complaint is being reported due to the following conclusion: it was alleged that the instrument had conductor wire damage during a procedure. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b, i.e patient race, ethnicity, relevant tests, results, and patient medical history were not provided. The expiration date in section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed/replicated the customer reported complaint. Fa found the primary failure of damaged conductor wire insulation to be related to the customer reported complaint. The instrument was found to have damage of the conductor wire¿s insulation. The root cause for damaged conductor wire insulation is "component failure". Additional finding not reported by site was that the instrument was found to have an input disk broken. Input disk #6 was found broken into pieces inside of the housing. The root cause of broken instrument input disks is typically attributed to the user, most commonly caused by improper cleaning/reprocessing techniques.

Event description:
Refer to h10/h11 for follow-up information.